Manufacturer narrative:
Visual analysis of the photographs identified; red encapsulation on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, left-side textured to smooth exchange, gel bleed, capsular contracture baker grade iii, and possible "suspicious mass" noticed during explant- which has been assessed as not device related. The device has been explanted.

Manufacturer narrative:
Postal code: (B)(6); additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device has been explanted. Gel bleed, possible capsular contracture, baker grade iii, and possible "suspicious mass" noticed during explant.